Event description:
It was reported that approx 5 months post-op stapedotomy the pt experienced a loss of hearing and exploratory surgery revealed that the loop of the prosthesis had lateralized on the incus. The prosthesis was replaced without incident.